Event description:
It was reported that the device was used during an unk procedure, the device hammed and would not advance more clips. No pt consequences. Case completed with another device of the same product code.